Event description:
Customer felt low blood glucose symptoms of weakness, sweat, and dizziness. Customer obtained a device reading of 247 mg/dl. No treatments were taken for the reading of 247 mg/dl. Customer continued to feel hypoglycemic symptoms and customer's daughter called an ambulance. Customer was transported to ER where he stayed for 4 hours and received treatment. No additional treatments or adverse events reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Upon review realized that the case should have been sent in for serious injury and not just malfunction. Corrections made.

Event description:
It was reported that revision surgery was performed due to dislocation.